Manufacturer narrative:
Additional information: h3, h6. H10: one actual sample was received for evaluation. A visual inspection with the naked eye was performed and a light surface scratch was found on the main body; there were no cracks observed on the set. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. The reported condition of crack was not verified; however, a surface scratch was found which is considered cosmetic. The device met specifications. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a crack on the twist clamp of a transfer set. This issue was found during use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.